Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the high powered display unit board. The customer contact informed ge healthcare that the patient information is not available for the reported event. (B)(4).

Event description:
The hospital reported that, during a case, the screen went blank, affecting mechanical ventilation. There was no reported patient injury. A ge healthcare service representative performed a checkout of the equipment and replaced the power supply board. Prior to returning the unit to service, the hospital let the machine run for a period of time, and the alleged failure returned.